Event description:
(B)(4). Initial information was received from a physician on (B)(6) 2009: a (B)(6) male pt was injected with poly-l-lactic acid (sculptra, lot # and expiration date not provided) once on (B)(6) 2009 for (B)(6) lipoatrophy. The physician reported that the pt developed a little bump or granuloma on his forehead. The physician treated the bump with xylocaine (lidocaine), but stated that the pt was returning today because the bump is still there. No medical history was provided. No further medical information was reported. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unk) from product technical complaint report case ID (B)(4) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.